Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(6) 2011. The up and down arrow buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the pump was found to have no audible alarm and the piezo element was found to be defective.

Event description:
The pump was returned for worn keypad symbols. During investigation the up and down arrow buttons were found to be intermittently responsive. This report is made based on the results of evaluation.